Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to hearing an audible alert. Upon interrogation, it was noted that the right ventricular (rv) lead had a lead alert for high defibrillation impedance. The alert was cleared and the lead remains in use. No patient complications have been reported as a result of this event.